Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was exposed to water while swimming and the pump; the battery was removed to reboot the pump and the pump booted the verify screen and then went blank and stopped beeping or vibrating after a few seconds. The patient stated that after the pump screen went blank the pump began to get hot. The patient stated that there was no physical damage noted to the battery compartment or cap but moisture was found in the battery compartment. This report is made based on the allegation of the pump power and temperature issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump black box history indicated that several unexplained power events had occurred. The pump powered on with a blank display screen but functional alarms. A leak test was performed and the pump was found to be leaking from the display lens and battery compartment. The battery compartment was observed to be cracked and corrosion was found in the battery compartment. A test display screen was inserted but the display did not come on. The pump was opened and corrosion was found inside of the pump including on the display flex.